Event description:
A malfunction on the pump was reported, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue appeared again. The customer acknowledged and understood these instructions.